Event description:
It was reported by the patient that they heard an audible alarm, felt "electrical feelings around my head" and that the patient fell to the floor. The patient is going to be evaluated by physician because of the events. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. In addition, the device locked out as intended but the orange indicator was visible at 15th firing sequence thus, it was not completely visible. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a roux-en-y procedure, the device locked out during first squeeze. No clips deployed. Surgeon manually opened jaws with the applier handles by pulling apart. Staff opened second applier and finished the case. No injury to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.